Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that high blood glucose has been experienced of 486mg/dl. Troubleshooting found that there were no air bubbles or leaks in the tubing or reservoir. The customer stated that the site is changed every 2 to 3 days per guidelines. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. The customer was advised to call back if further assistance is needed as it appears that the pump is operating as designed.